Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigma procedure, the surgeon told us that the device didn´t staple completely. The surgeon oversticked the anastomosis by hand. The patient is fine. Additional information requested and received on (B)(6) 2010: the device cut fully but only partially stapled. There was no blood loss due to this incident. The anastomosis was overstitched by the surgeon not oversticked, so it means oversewing. No further consequences for the patients are known.